Event description:
Rptr uses a permobil chairman corpus power wheelchair. Rptr has had this chair since 3/97. Rptr was going down driveway, something they have done hundreds of times in this chair. When rptr reached the slope at the end of the driveway, which is not very steep, the chair tipped all the way forward, and rptr fell out. If their spouse had not been there to catch them and the chair before rptr hit the ground, rptr would have been pinned under the chair. As it was, rptr suffered a spiral fracture of the right tibia. Rptr thinks this must signal some kinds of design flaw in the chair, and rptr hopes for an investigation of the matter further.